Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to customer¿s blood glucose level. Cts sent replacement supplies via 2 day shipping. Customer reported the replacement cable and wall adapter resolved the issue.